Event description:
The customer reported being hospitalized due to diabetes ketoacidosis and high blood glucose over 400mg/dl. The customer experienced symptoms of nausea prior to the event. Troubleshooting was performed. The time, date, and bolus wizard settings were correct. The customer did not have a tubing clamp to continue testing, and he requested the device be replaced. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing including the displacement test. After testing it was concluded that the device operated within specifications.